Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 10/31/2015 with the following findings: a review of the black box and alarm history showed evidence of a cs 088 alarm. An ez-prime and 24 hour duration test were successfully completed with no call service alarms being duplicated. The pump cover was removed and there was no evidence of internal moisture observed on the printed circuit board. The complaint was confirmed in the pump history but not duplicated during testing. (B)(4). Correction to device available for evaluation date.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 088) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.